Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 18 mm xience prime stent in the proximal circumflex artery. On (B)(6) 2014, the patient experienced an episode of unstable angina, with chest tightness, shortness of breath and feeling that he was being smothered. The patient was re-hospitalized on (B)(6) 2014 and medication was administered. The angina resolved on (B)(6) 2014 and the patient was discharged. No additional information was provided.